Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) had reverted to fallback mode following the delivery of a shock. Electrogram review indicated the crt-d was pacing vvi and 60 bpm. Attempts to reprogram tachy mode to off were not successful. It was further reported that this ICD is part of a safety advisory.